Manufacturer narrative:
Summary of evaluation: cause for damaged diagonal screw thread on returned g/k femoral nail would be misalignment of diagonal screw during insertion into femoral nail.

Event description:
The diagonal screw would not pass through the proximal hole of the nail. There was no adverse consequence for the pt or delay in surgery or anesthesia time.